Manufacturer narrative:
The device associated with this event was mistakenly reported as a recalled composix kugel in accordance with (B)(4) when davol was originally made aware of the complaint. The device is not a recalled mesh; therefore, we are submitting this MDR based on the corrected info. Based on a review of the provided medical records, a morbidly obese pt with a history of prior abdominal surgery underwent repair of an umbilical hernia with a composix kugel mesh on (B)(6) 2004. On (B)(6) 2007 the pt underwent repair of a hernia recurrence and excision of the previously placed mesh. During the explant procedure, it was noted that small intestine was adherent to the mesh. The hernia repair was completed with sutures. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt was reported to have developed a recurrence and adhesions, which are both listed as possible adverse reactions in the product's instructions for use. Additionally, no sample has been returned for eval. With the info available, no conclusion can be drawn.

Event description:
Pt's attorney reported: (B)(6) 2007 - pt underwent repair of an umbilical hernia at a medical center. Pt's hernia was repaired with a bard composix kugel mesh, lot 43cod242, (B)(4). On (B)(6) 2007: pt underwent surgery at a medical ctr. During surgery, lysis of adhesions was performed and the mesh was explanted. A tear of the bowel was noted. Pt suffered serious and permanent injuries. The kugel patch inserted into pt's body during her hernia repair surgery failed while in her body, causing her to develop serious physical complications and ultimately required her to have numerous procedures to remove the defective meshes. Based on a review of medical records provided by the pt's attorney: (B)(6) 2004 - repair of infraumbilical incisional hernia with composix kugel mesh. Adhesions taken down from small bowel. On (B)(6) 2004 - ER visit: pt presented with wound drainage. Surgeon noted it was likely not infection, but rather yellowish serious fluid. On (B)(6) 2004 - lower umbilical hernia site is clean, dry and intact with no drainage. No erythema or tenderness around wounds. On (B)(6) 2007 - ventral hernia repair with excision of mesh, adhesiolysis. Previous mesh repair appeared to be "herniated through the superior aspect of the mesh." Small bowel noted to be adherent to mesh.